Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The stem extractor has broken threads.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted pfc stem trial extract confirmed the threaded tip has fractured. The root cause of the fractured threaded tip fracture is attributed due to ductile overload. The overload is attributed to misuse due to levering the device from side to side while assembled to the rod trial. No evidence was found indicating product error was a contributing factor to the reported event, the need for corrective action is not indicated. Monitor trends through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.